Event description:
The parents of the patient reported to the company that following device revision a couple of years ago, their child's performance was below expectations. Based on this assessment, they have made a decision to pursue a device revision. The surgery to explant the c1 device will be scheduled.